Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed failure to capture, device sensing issues, and a failure to extend the helix on the right ventricular (rv) lead. X-ray revealed dislodgment on the rv lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events of lead dislodgement, failure to capture, and device sensing issue were not confirmed while the event of failure to extend helix was confirmed. A complete lead was returned in one piece for analysis with the helix retracted and clogged with dried blood/tissue. After cleaning, the helix could be extend and retracted isolating the cause of the helix's failure to extend to being clogged with dried blood/tissue. Helix dimension, electrical, and visual analysis were normal with no other anomalies found.